Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed a force sensor pin was not connected. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during inspection of the force sensor circuit, a pin from the flex cable was found to be not connected. A review of the pump history showed loss of prime with zero and non-zero force. The pump was tested and functioned appropriately with no loss of prime. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.